Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zimmer 52mm durom lvh metal-on-metal non ha coated cup item# unknown; lot# unknown. Unknown zimmer 0, 46mm cobalt chrome femoral head item# unknown; lot# unknown. Unknown zimmer 14mm standard versys fiber metal taper ha coated stem item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00047 and 0009613350-2023-00052.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Approximately fifteen years later the patient underwent a revision surgery due to pain, elevated metal ion levels, and limited activities of daily living. During revision black and brown staining was noted and a synovectomy was performed due to moderate synovitis. The cup was found to be in good position and stable with no blemishes. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be a duplicate of 0009613350-2022-00548. Given the above information this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number 0009613350-2022-00548. Hence this report should be voided.